Event description:
It was reported that a crack was found on the balloon after 4days in use.per email received from the ibc representative on 1-nov-19, it was discovered that the balloon was intact. However, a hole causing a leak was discovered over the drainage lumen.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visual defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Balloon concentricity was observed to be 70:30. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). A leak was noted from a hole measuring 0.1415 inches over the drainage lumen at the bifurcation. This was out of specification, which stated, "shaft shall be free of kinks, cuts, tears and irregular surfaces." Active length of the catheter balloon was measured (0.6830 inches) and found to be within specification (0.5 - 0.8 inches). The catheter was confirmed to be size 12 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inappropriate material handling (silicone catheters).¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a crack was found on the balloon after 4 days in use. Per email received from the ibc representative on (B)(6) 2019, it was discovered that the balloon was intact. However, a hole causing a leak was discovered over the drainage lumen.